Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. The same day as event onset, the patient was treated with injection vancomycin (1gm/ every 72hrs/ intraperitoneal/ discontinued) and injection meropenem (1gm/once a day/ intraperitoneal/ discontinued) for peritonitis. At the time of this report, the patient remains hospitalized and had not recovered from cloudy effluent and peritonitis. It was reported that 8days after the event onset the pd therapy was discontinued and the pd catheter was removed and the patient shifted to hemodialysis (hd). Same hd is ongoing. No additional information was available at the time of this report.